Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 01-jun-2022. The device evaluation was completed on 02-jun-2022. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch unidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, prolonged hospitalization and surgical intervention. It was reported that during the procedure, a pericardial effusion was noticed. There were no visible signs on the patient and the heart rate and blood pressure were normal. The pericardial effusion was discovered and confirmed by intracardiac echocardiography (ice). The patient did have a known preexisting pericardial effusion prior to the procedure. The medical intervention provided was a pericardiocentesis and 1,550 cc¿s of blood were removed. At the time of the call, the patient was currently in a cardiovascular intervention surgery. They cracked the patient¿s chest. However, the type of the surgery being performed was unknown to the caller. The patient was stable from a hemodynamic standpoint. The physician was unsure of the cause of the pericardial effusion and there were no steam pops or any indication of an issue during the ablation. The procedure was not completed. Additional information was received on the event. The patient outcome of the adverse event is improved. The patient was extubated in the ep lab before being brought to intensive care unit (ICU). No other relevant history. A smartablate generator was used. A transseptal puncture was performed with a versa cross wire and sheath. Prior to noting the effusion, ablation was performed. The event occurred during the ablation phase. Nominal flow settings for smarttouch sf 2ml/15ml were used. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, and visitag force visualization features were used. The parameters for stability used were nominal surpoint settings 3, 3, 25 & 3. No additional filter was used with the visitag. Force time intervel (fti) color option was used prospectively. The patient required ICU admission. Which prolonged the stay in the hospital. The patient has recovered.